Event description:
It was reported that the device did not maintain vacuum during use. The device was replaced with a back up. It is unk how much blood was collected with the original device, but none of this blood was able to be re-infused. The pt did not required a blood transfusion from either a blood bank or pre-donate blood.

Manufacturer narrative:
The device has not yet been received by the MFR for eval. A follow up report will be filed when the quality investigation is complete.